Event description:
Procedure: spleenectomy. Reportedly, after approximately twenty uses, the jaws would not release from tissue. The device failed and the surgeon could not get it to work or stopped working. The surgeon attempted to pry the instrument off, but could not. The instrument was cut free using a coagulation device and another instrument was used to complete the case. The unit was passed off the field and another device was obtained to complete the surgery. Surgery time was not extended by more than 30 minutes to correct the situation. Technicians at the facility took the device and pried open the jaws with a clamp, using more force and leverage.